Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient's temperature was not correlating with the second temperature source on the arctic sun device. It was noted that the water temperature was warm and the patient was above the target temperature. The patient's temperature was 35.5 c on the device, the water temperature was 5.5 c, and the target temperature was 33 c. The nurse stated that the monitor was reading a few degrees higher than the device. It was recommended to the complainant that she should change the temperature cable.

Event description:
It was reported that the patient's temperature was not correlating with the second temperature source on the arcticsun device. It was noted that the water temperature was warm and the patient was above the target temperature. The patient's temperature was 35.5c on the device, the water temperature was 5.5c, and the target temperature was 33c. The nurse stated that the monitor was reading a few degrees higher than the device. It was recommended to the complainant that she should change the temperature cable.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿ do not place arcticgel¿ pads over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. If needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin. Carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Discard used arcticgel¿ pads in accordance with hospital procedures for medical waste. The usb data port is to be used only with a standalone usb flash drive. Do not connect to another mains powered device during patient treatment. Users should not use cleaning or decontamination methods different from those recommended by the manufacturer without first checking with the manufacturer that the proposed methods will not damage the equipment. Do not use bleach (sodium hypochlorite) as it may damage the system. Medivance will not be responsible for patient safety or equipment performance if the procedures to operate, maintain, modify or service the medivance arctic sun® temperature management system are other than those specified by medivance. Anyone performing the procedures must be appropriately trained and qualified. System setup: unpack; 1) unpack the arctic sun® temperature management system control module and accessories. 2) allow the control module to remain upright for at least 2 hours prior to completing the installation and setup procedure in order to allow the chiller oil to settle. Damage to the chiller compressor may result otherwise. Connections 1) use only medivance approved cables and accessories with the arctic sun® temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. 2) plug the power cord into the wall outlet. Position arctic sun® temperature management system so that access to the power cord is not restricted. Power on: 1) turn the power on by activating the power switch. 2) the control module will automatically go through a brief self-test of the independent safety alarm. 3) a new user training module option is available from the start up screen. 4) when the self-test is complete, the patient therapy selection screen will appear on the control panel. Fill reservoir: 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Functional verification: perform the following functional verification procedure after initial setup and installation of the control module. 1) power on the control module 2) from the patient therapy selection screen, press the hypothermia button to display the hypothermia therapy screen. 3) from the hypothermia therapy screen, press the manual control button to open the manual control window. 4) use the up and down arrows to set the manual control water target temperature to 40°c and the duration to 30 minutes. 5) press the start button to initiate manual control. Allow at least 3 minutes for the system to stabilize. 6) monitor the flow rate and water temperature in the system status area on the hypothermia therapy screen. 7) verify that the flow rate reaches at least 1.5 liters/minute. 8) verify that the water temperature increases to 30°c. 9) press the stop button. 10) set the manual control water target temperature to 4°c and the duration to 30 minutes. 11) press the start button to initiate manual control. 12) monitor the flow rate and water temperature in the system status area of the hypothermia therapy screen. Verify that the water temperature drops to 6°c. 13) press the stop button to stop manual control 14) press the cancel button to close the manual control window 15) power off the control module."